Event description:
Defect in platforms for meters. They will not stay on the meter. This results in problems with pt use. Co aware of problem but hasn't let public know of the problem. They said this lot # is no longer made. We have seen 12 pts with this defective platform in past 10 days.